Manufacturer narrative:
Manufacturer investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation. Additionally, a specific cause for the suspected pump thrombosis, as well as a direct correlation to the device, could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). As of the date of this report, the patient¿s previous pump, heartmate ii lvas, serial number (B)(6), has not been returned for evaluation. This file will be closed accordingly. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05may2017. Heartmate ii lvas instructions for use (IFU) is currently available. This IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulation therapy and international normalized ratio (inr) range for patient using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient received a pump exchange due to pump thrombosis. No further information was reported.